Event description:
It was reported that the vns pt had passed away while receiving vns therapy. Attempts to obtain add'l info are underway.

Manufacturer narrative:
"Efficacy of vagus nerve stimulation in adults during 5 yrs of treatment".